Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the proximal circumflex (cx) artery. A 2.5x38mm promus element stent was implanted and post dilated with a 3.0x12 nc quantum apex balloon catheter. Pre-ivus was performed with a good result. The physician attempted to place a 3.0x8mm promus element plus stent in the ostial portion of the cx when the stent delivery system (sds) compressed the 38mm stent at the proximal edge. The 3.0x8mm sds was removed and a non-bsc stent was implanted. Post-ivus was performed with a good result. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).